Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a enlite sensor pop out. The customer's blood glucose level was 34 mg/dl. The customer's treated himself after the blood glucose reading. The customer sensor pop out because of strenuous exercise ((B)(4)). The customer was advised to discuss the use of cleanser like skin prep. The customer had just received a new set of sensors and we will issue a box of iv300 as courtesy to avoid using overtape. No further information was reported.